Manufacturer narrative:
(B)(4). Additional information, including the device lot code, post operative x-rays and a detailed patient outcome has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details, the relevant device manufacturing records will be identified and reviewed.

Event description:
A unity pin broke in the patient's tibia. The broken part of the pin was left in the patient.

Manufacturer narrative:
Per -1247 final report. Additional information, including device lot code and post-operative x-rays were provided in order to progress with the investigation of this event. However, not all could be provided and thus the investigation of this event was limited. Post-operative x-rays indicate that the pin may have been inserted further than needed and thus this may have contributed to the event. The device lot code could not be provided and thus the device manufacturing records could not be identified or reviewed. Based on the information available, no further investigation can be conducted and thus this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to the event.

Event description:
A unity pin broke in the patient's tibia during surgery. The broken part was left in the patient's tibia.